Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed one reboot associated with a battery change on (B)(4) 2014. There was no activity outside normal use observed in the pump histories. Visual inspection found no damage to the battery cap and battery compartment, and the battery cap was able to secure properly to the pump and maintained an electrical connection. The pump powered on normally to the verify screen with no issues. A rewind, load, and prime sequence was performed with no issues occurring, and the pump successfully completed a 24 hour exercise test with no power issues. The pump¿s cover was removed, and there was no intermittent condition found to the power circuit. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).